Event description:
The reporter contacted animas on behalf of her daughter (the pt) alleging that the pump was intermittently unresponsive to button presses. The rptr also claimed that the keypad was torn over the ok button and the buttons were not clicking or springing back normally.

Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filled. No conclusion can be drawn at this time.